Event description:
A customer reported an issue with incorrect time settings on their insulin pump. Blood glucose levels remained within normal range, with no values reported above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump's time settings to resolve the discrepancy. No further information was provided regarding the outcome of the event.